Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon got damaged after 14 days of placement. The customer stated that they did not remember if the balloon had burst or not.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon got damaged after 14 days of placement. The customer stated that they did not remember if the balloon had burst or not. Per mail notification received on 11nov2022, initial event description for this complaint was wrong. This complaint is against "urine leakage from a tear at the base of outlet tube" not against "balloon rupture".